Event description:
Equipment - cardiac monitor - ivac cassette tubingpatient on lidocaine drip, 2 grams in 250cc d5w rate at 15cc hour, after 4 hours nurse observed 200cc infused into patient (should have been 6 hours nurse stated alarm did not go off).patient had seizure. Doing well presently.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.